Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena were confirmed, and it was determined that the phenomena, ¿error code e337¿ and ¿fan motor does not work¿, occurred due to fan failure. The fan was not rotating due to error e337. As noted, error code e337 indicates an error which is displayed when lock of fan is detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Error e337 was on the monitor display due to a broken fan. Additionally, a dent was found on the rear panel due to physical impact; the dent on the rear panel was removed and the rear panel was attached without issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that while using the video system center, there was a dent on the back side of the body cover (adjacent to the fan), due to which abnormal sound from fan was coming. The issue occurred during preparation for use. There was no patient harm associated with the event. The device was returned and evaluated, and an error e337 was on the monitor display. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.